Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention and return devices. Retention and return devices were tested with 500 miu/ml, 5 iu/ml hcg urine control and 3 high level of hcg urine controls (201.8 iu/ml, 203.4 iu/ml and 205.2 iu/ml); all results were hcg positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis and insufficient information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Email received from distributor - customer alleging false negative urine hcg results for one patient. Event occurred in (B)(6). Pregnancy confirmed with ultrasonography. Confirmed pregnancy w 16+1. No adverse patient sequela reported. No additional details reported.